Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported by the caller that there was a revision. It was reported that the patient's husband told the caller that his wife had the ins's replaced in the past because they didn't hold up. The revision has occurred and it was on (B)(6) 2014. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that it is unknown when the ins's not holding up was first noticed. The hcp states that it was not the ins, but the recharger that was not holding up. However, it was not clarified what they meant by this as the cause was not stated. They state the charger was replaced.